Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor rx drug-eluting coronary stent by direct stenting in the rca #3 of a patient with angina pectoris. However, it was reported that the balloon of relevant device could not be inflated. When the physician tried to inflate the balloon of relevant device in vitro after withdrawal, a leak was detected between the edge of the stent and the proximal marker. No abnormalities were noted during device preparation. The lesion was treated with one other endeavor rx stent. The patient is reported to be fine and no other sequelae were reported. As the vessel displayed moderate tortuosity, moderate calcification and 75% stenosis, the possibility exists that the balloon was damaged while attempting to cross the lesion by direct stenting (as contraindicated in the endeavor rx instruction for use). Based on historical data of similar complaints, the presence of calcification can potentially damage a balloon while attempting to cross a target lesion. The subsequent successful stenting of the target lesion by another endeavor rx suggests that the lesion was, most likely, opened sufficiently by the initial attempt of the relevant device and this has allowed the second device to successfully deploy without issue. The device has not been identified as the root cause of the event. Based on the information available, it appears most likely that the attempt to direct stent and the patient lesion morphology are the root causes of this event.

Manufacturer narrative:
(B)(4). Results/conclusion: calcification. Direct stenting.